Event description:
It was reported that during a percutaneous coronary intervention a physician had difficulties retrieving an imaging catheter. The lesion being treated was 90% stenosed with calcification in the mid left anterior descending artery (lad). During procedure the lesion was pre-dilated with a ryujin balloon and a cypher stent was deployed. The stent was post dilated with a quantum maverick balloon catheter, then, imaging was confirmed. During withdrawal of the imaging catheter, the physician encountered resistance and imaging catheter could not be removed; however, it was able to be moved distally. The physician attempted to retrieve the imaging catheter by using several devices, but without success. The outer sheath of the catheter still remained stuck in the stent; however, it was able to be advanced distally. Finally, the physician advanced a straight 5f hartrail terumo guide catheter along the outer sheath of the imaging catheter; releasing the catheter's sheath from the stent. The pt did not incur any injuries and was reported to be in good condition.